Event description:
It was reported that the cap is difficult to attach to the bd micro-fine¿ pro pen needle, leading to a loose connection. This event occurred 6 times for lot #119505, and 1 time for lot #1125237. The following information was provided by the initial reporter: "the issues are the difficulty to attach the pen needle due to a loose outer cover upon recapping."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1195505. Medical device expiration date: 31-july-2026. Device manufacture date: 14-jul-2014. Medical device lot #: 1125237. Medical device expiration date: 30-apr-2026. Device manufacture date: 05-may-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample from lot. No. 1125237, cat. No. 320559, six open 32g x 4mm pen needle samples from lot. No. 1195505, cat. No. 320559 along with four open 32g x 4mm pen needle samples from an unknown lot. No. And five photos were returned. A functionality test as per q-sop-183-dl was carried out on the one open sample from lot. No. 1125237 along with six open samples from lot. No. 1195505 and four open samples from an unknown lot number and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the cap is difficult to attach to the bd micro-fine¿ pro pen needle, leading to a loose connection. This event occurred 6 times for lot #119505, and 1 time for lot #1125237. The following information was provided by the initial reporter: "the issues are the difficulty to attach the pen needle due to a loose outer cover upon recapping."